Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer was old and has parkinsons. The customer stated that the numbers were not ramping or the scroll bar moving up or down with no input from the user as or up down button may be stuck. Customer stated that check status screen, main menu, up or down arrows buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).